Event description:
Dr. Performed transperineal prostate biopsy on listed patient. The product used for the procedure malfunctioned and 3 core biopsy instruments had to be opened to complete the procedure. Device code: 2588. Patient code: 4582. Reference report# mw5181134.